Event description:
Clinical study. Same case as 6000089-2006-02319. It was reported that 201 days after a coronary drug eluting treatment procedure, the pt experienced st elevation, myocardial infarction (mi) and pulmonary edema. Target lesion 1 was located in the proximal left anterior descending (prox lad) artery. The physician treated the lesion with successful placement of a taxus express2 8.8% 2.50x12mm drug eluting stent in the target lesion. Lesion 2 was located in the mid left anterior descending (mid lad) artery. The physician treated the lesion with successful placement of a taxus express2 8.8% 2.50x24mm drug eluting stent. Two hundred one days after the initial procedure, the pt was seen in the clinic and was noted to have volume overload and was given a prescription for lasix. Pt developed sudden shortness of breath with chest and arm pain and was transferred to the hosp. EKG showed new right bundle branch block and anterolateral st segment elevation. An intra aortic balloon pump was placed as well as a swanz-ganz catheter. The pt was taken to the cath lab and a thrombosis was found in the study stent. The physician performed thrombectomy and stent placement in the prox lad with angioplasty with stent placement in the mid lad. The pt was discharged 7 days later with resolution of the pt's symptoms.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.